Event description:
It was reported during a diagnostic colonoscopy procedure; two of the eight "fingers" (flexible arms) of the subject device detached and fell into the patient's colon. The physician noted a third finger to be partially detached. The fingers were retrieved using forceps. It was reported the two fingers detached at different times during scope withdrawal and the procedure was likely prolonged by five to ten minutes between the two retrievals. There was no patient harm reported.